Event description:
Pt had triple vessel disease. Surgeon was performing a beating heart coronary artery bypass grafting procedure (CABG). The surgeon chose to attach a left internal mammary artery to the left anterior descending artery. A sequential vein graft was used from the aorta and attached to the obtuse marginal artery and the distal circumflex artery. The c-port device was used to attach the distal end of a vein segment to the distal circumflex artery. The other two bypasses were performed using standard hand-sewn technique. After closure, the pt appeared to have st elevations on the left lateral heart. When the chest was re-opened, the c-port anastomosis was found leaking. A single stitch repaired the leak. The surgeon took another piece of vein and performed an attachment from the aorta to the lad to revascularize the left side of the heart. Pt stabilized and appeared fine leaving the operating room. Surgeon confirmed that c-port leak was coincidental.